Event description:
It was reported the patient¿s ipg is displaying connection problem with generator, a problem was found that cannot be repaired. Ipg is inoperable and surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.